Event description:
Hcp reported patient died. No cause of death given. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6 - final device analysis results reveal no anomaly found - normal device function.